Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high out of range pacing impedance, noise oversensing and intermittent loss of capture. No changes or interventions were reported; the rv lead remained implanted. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.